Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the malfunction, where the screw broke when opening, was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the screw of the video system center broke when opening. There was no patient involvement.